Event description:
Information was received from a patient. It was reported that they were recharging their implantable neurostimulator (ins) too frequently. The patient stated that they would have to recharge every day. It was noted that the patient was on program a, had their settings up to 5.0v and had no pain. The patient stated that they were told by a manufacturer representative to charge their ins to 100%. The patient further stated that their ins battery lasted until the day of this report, but was taking them six hours to complete a charge session. It was suggested by the manufacturer representative that the patient order adhesive discs to help with the charging issue. It was noted that the issue started about a month prior to the date of this report. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.